Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that she went to the hospital because she felt bad after she noticed the blood glucose (bg) value displayed on the cgm was very low. Cgm was displaying 42mg/dl. After the patient's bg was checked at the emergency room, patient was at 275mg/dl, she realized she had been going by the dexcom cgm and started to mentally feel badly. No treatment was administered and the patient was released the same day. No additional event or patient information was provided.